Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the large needle driver (lnd) instrument to perform failure analysis. The instrument was analyzed, and the complaint was not confirmed by failure analysis. The lnd instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests, and moved intuitively with full range of motion in all directions. Also, the jaws opened and closed properly.

Manufacturer narrative:
The large needle driver instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted simple transvesical prostatectomy procedure, the needle would not stay in the large needle driver instrument. When the needle was touching the tissue, it was moving quite recklessly. A new needle driver instrument was used with no problems to complete the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no physical damage was noted to the instrument during an instrument inspection prior to use. The customer could not use the instrument and replaced it. When the issue occurred, the needle fell inside the patient but was able to be retrieved during the same surgical procedure. No damage was noted on the instrument. No additional surgical procedure was required to remove the needle and no postoperative test like an x-ray or ultrasound, was performed to check for any foreign bodies. The procedure was completed with no injury to the patient. The patient has not returned to the hospital due to experiencing post-surgical complications. The needle is a single-use product and was discarded after the procedure. There are no images of the device or a video recording of the procedure available for review.